Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 514 mg/dl; cause was not known. Correction bolus, manual injection were used to address bg. Pump system check was performed; no device issue was identified. Customer was "wary of pump not working properly. Customer reverted to using another pump for insulin therapy. Tandem clinical diabetes specialist discussed the event with the customer and reportedly, another pump training was performed.